Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, the physician noted an increase on the right ventricular capture threshold of the lead. A new follow-up will be scheduled in few weeks to monitor the patient. The patient is in good condition. The lead remains implanted.